Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported that channel 3 of the pump did not sound an audible alarm tone during an alarm condition. The pump was sent to the biomedical engineering department with an unsigned note stating, "no alarm per recall, checked it out that alarm was not working on that pump." No specific patient information, pump programming, or event details were provided. During testing at the user facility, channel 3 of the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.